Event description:
During troubleshooting of a negative antibody screen with a patient sample later to have anti-m identified, no reactivity was observed with s649 in tube. Customer performed testing with an increased incubation: still no reactivity was observed. Customer stated that qc testing was satisfactory with the red cell product.

Manufacturer narrative:
Ocd performed retained testing, batch record review, and complaint review. All results were satisfactory. (B)(4).